Event description:
It was reported that the stent partially deployed and fractured, requiring intervention. A 6x150, 130 cm eluvia stent self-expanding was used during a superficial femoral artery (sfa) stenting procedure. Calcification extended from the distal sfa to the common femoral artery, initially treated with intravascular lithotripsy. Then an attempt was made to deploy the stent; however, it only partially deployed, fractured, separated and partially remained implanted. An additional stent was placed on the remaining calcification. There were no patient complications as a result of this event and the patient was expected to fully recover.